Manufacturer narrative:
This report is submitted may 4, 2017.

Event description:
Per the clinic, the device ws explanted on (B)(6) 2017, due to extrusion of the receiver stimulator through the skinflap. The patient was reimplanted with another cochlear device during the same surgery.